Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the damage to the device was confirmed. The cause of the damage was not established however, it is possible excessive force was applied. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported, there was a missing piece, chip, or detached component in the probe unit of the gastrovideoscope during the preparation for use. No patient harm was reported as a result of this issue.

Manufacturer narrative:
The device was returned and the evaluation found the probe rubber is peeling and electrical insulation is out of specification. Should additional relevant information become available, a supplemental report will be submitted.